Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer amulet left atrial appendage occluder was successfully implanted using an unknown delivery system. After the procedure patient was on aspirin and plavix. Three weeks after the procedure, patient presented to cardiology office due to chest pain. Transthoracic echocardiogram (tte) showed moderate pericardial effusion around the right ventricle, treated with medical therapy and symptoms resolved. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain and moderate pericardial effusion around the right ventricle was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.